Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had inaccurate flow rate reading 5 less than displayed. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of inaccurate flow rate was reproduced as an over infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined but the travel plate will be adjusted and the device will be repaired to meet all specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.